Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra had error message (patient could not recall the error code#). The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue began last week (unspecified time and date). Since the reported issue began, the patient continued to take her usual diabetes medication (1000 mg of metformin twice a day, 5 mg of glyburide once per day). The patient reported that she developed symptoms of feeling shaky after the reported issue began. During the troubleshooting session, the cca was able to resolve the issue with training. The complaint is being reported because the patient alleged she developed symptoms of feeling shaky after the reported issue began. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.